Event description:
It was reported that a patient with an artificial urinary sphincter aus experienced recurring incontinence, which led to the discovery of urethral erosion. Prior to the erosion, catheter placement and adjuvant radiation were performed. The erosion was diagnosed and confirmed by the physician after catheter placement when incontinence returned. The specific site of erosion was the urethra, and the physician does not believe the device caused or contributed to the erosion. The erosion was treated by removing the implant, and no new device was implanted. There were no further patient complications.